Event description:
Pt presented for follow-up after implantation of stayfuse device in late 2007. At this time, the surgeon observed a separation of the intramedullary fusion device. Radiograph at follow up revealed that the stayfuse intramedullary fusion device which consists of a proximal and distal portion had separated since the original implant surgery. The surgeon elected to remove the implant and replace it with a k wire two days later.